Event description:
It was reported that when the stimulator was turned on the patient experienced uncomfortable stimulation and an end of service message on the programmer. The stimulator had not been used for a couple of months. When a slight charge was put on it the device "turned on" and the patient could not turn it off. The patient was feeling an uncomfortable "vibration" and seemed to be shaking slightly all over. The end of service message was confirmed and it was noted that no stimulation was being delivered, and it was unknown what was causing the vibration sensation. The patient was referred to her health care provider, but no replacement was planned at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model , serial # , implanted: (B)(6) 2008 explanted: ; lead model , serial # , implanted: (B)(6) 2008 explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
The health care provider confirmed that the third strike occurred on the ins. The patient was not financially ready/able to have the ins replaced. No surgery date has been scheduled. Patient outcome was noted as no injury.